Event description:
The customer refers to remains of the adhesive protective layer when removing it for the use of the device. There are involved 20 units. Treatment: wound management. Hcp:unknown.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the correct product reported is allevyn adh 17.5 x 17.5cm ctn 1 (66000045) which has no previous serious injury reported to the company, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.